Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. -medical records received and evaluation:insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient presented to ER on (B)(6) 2015 because of pain. Malrotation of cup was detected from x-rays obtained during that ER visit. Revision of total hip arthroplasty for malposition of acetabular cup.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient presented to ER on (B)(6) 2015 because of pain. Malrotation of cup was detected from x-rays obtained during that ER visit. Revision of total hip arthroplasty for malposition of acetabular cup.